Event description:
A 60 yr old white female g3p3 status post right subcutaneous mastectomies for fibrocystic disease (negative family history at the time, biopsies) 2/4/77. On 2/10/77 she had bilateral subcutaneous 200cc gels placed for reconstruction. These encapsulated on 11/11/77. On 3/13/79 she had bilateral open capsulotomies and contractures occurred so on 8/2/88 she had removal of right rupture and left intact and placement of submuscular beckers which were ultimately expanded to questionable size. The left breast became harder over time, more fixed, migrated up to axilla and is painful. Painful left implant.